Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Company rep reported the pt has had an abscess on 2 occasions while using the infusion set. Company rep stated the issue occurred on (B)(6) 2010. Company rep reported pt was treated with penicillin. On call back, pt reported after using the infusion set for a short time, he felt a tingle, "burning" sensation at the insertion site and noticed swelling in the area. Pt stated he removed the infusion set and inserted a new infusion set in a different site with the same issue occurring after a short time. Pt reported the infusion site had a purulent border and the doctor opened the area, had pt change the dressing daily, and placed him on penicillin. Pt stated he is using a new box of infusion sets with a different lot number and has experienced no problems. No further info is available. Requested return of the alleged infusion set for eval.